Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "hose leaks." The device was being used during a neuro surgery. No user or patient injuries or medical intervention were reported. It is unk if delay occurred. There was no additional info provided.